Event description:
One drive module was found to be inoperable on battery power during routine testing of the thoratec vad dual drive console (ddc). The failure to operate was due to a blown fuse, the cause of which remains unk. The ddc was not being used to support any vad pts when the failure was noted.